Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. Analysis confirmed the reported stretched coils as the tip coils were stretched distal from the center solder for a length of 2 mm. Analysis also noted a bend in the tip, 6 mm proximal to the tip ball. There were offset and overlapping intermediate coils, 5 mm proximal to the center solder for a length f 4.5 mm. These noted damages are consistent with interaction with the lesion anatomy and/or other device as no damage was reported during inspection prior to use. Resistance with the lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the lesion was described as calcified which could have contributed to the difficulty. Reportedly, the guide wire was retrieved by advancing an over the wire balloon catheter over the guide wire. The outer diameter of the solder joints were measured with a hole gauge and met manufacturing criteria. The maximum outer diameter of the guide wire up to the hypotube was measured with a laser micrometer and met manufacturing criteria. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported inability to retract the guide wire from the lesion and stretched coils appears to be related to operational context and there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product lot number was not reported. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the right coronary artery. During removal of the balance middleweight (bmw) guide wire from the patient anatomy, resistance was noted with the vessel, and the device was observed to be elongated. During removal, the guide wire continued to stretch; therefore, an over the wire balloon catheter was advanced over the bmw to remove the guide wire. Retrieval was successful, and there were no adverse patient effects reported. No additional information was provided.